Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the driver tip is stripped. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. It was visually confirmed that approximately ~3mm of the instrument's tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.